Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have thermal damage on the yaw pulley. The instrument grips were manually manipulated, and the instrument passed an electric continuity test on 3 of 3 attempts. The instrument delivered energy without any issues on 3 of 3 attempts. The event caused partially or wholly by the user of the device including sample handling. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the 8mm fenestrated bipolar forceps instrument had an issue. No further information was provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: upon inspection, it looks like the plastic part where the cables meet to move the forceps at the distal end was melted.